Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I feel like they are poking out of my tubes into my bladder or around area') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), medical device pain ("I can feel pain "down there".") And rash ("rash or anything on their belly "). At the time of the report, the device dislocation, medical device pain and rash outcome was unknown. The reporter considered device dislocation, medical device pain and rash to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, medical device pain and rash. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-dec-2019: social media received- new event rash or anything on their belly was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("I feel like they are poking out of my tubes into my bladder or around area") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and medical device pain ("I can feel pain "down there"."). At the time of the report, the device dislocation and medical device pain outcome was unknown. The reporter considered device dislocation and medical device pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation and medical device pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I feel like they are poking out of my tubes into my bladder or around area') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device pain ("I can feel pain "down there"/horrible pain where the springs"), rash ("rash or anything on "their" belly"), alopecia ("hair falling out"), back pain ("back pain"), polymenorrhoea ("two periods a month") and headache ("headaches"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation, medical device pain, rash, alopecia, back pain, polymenorrhoea and headache outcome was unknown. The reporter considered alopecia, back pain, device dislocation, headache, medical device pain, polymenorrhoea and rash to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, medical device pain and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event " alopecia, back pain, headaches and polymenorrhoea ¿ were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I feel like they are poking out of my tubes into my bladder or around area') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device pain ("I can feel pain "down there"/horrible pain where the springs"), rash ("rash or anything on thier belly"), alopecia ("hair falling out"), back pain ("back pain"), polymenorrhoea ("two periods a month"), headache ("headaches") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("I gained 40/60lbs"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation, medical device pain, rash, alopecia, back pain, polymenorrhoea, headache, abdominal pain lower and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, headache, medical device pain, polymenorrhoea, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, medical device pain and rash. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I feel like they are poking out of my tubes into my bladder or around area') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device pain ("I can feel pain "down there"/horrible pain where the springs"), rash ("rash or anything on their belly"), alopecia ("hair falling out"), back pain ("back pain"), polymenorrhoea ("two periods a month"), headache ("headaches") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("I gained 40/60lbs"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation, medical device pain, rash, alopecia, back pain, polymenorrhoea, headache, abdominal pain lower and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, headache, medical device pain, polymenorrhoea, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, medical device pain and rash. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: sm received : events added- lower abdominal pain, weight gain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.